Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient reported inadequate sensor driven pulse duration during long distance running. Abbott technical support was contacted and no malfunction was suspected. It is suspected to be due to patient related factors. No intervention has been performed. The patient was in stable condition.